Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tubes. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: it was reported that the customer reported 5 incidents of samples showing hemolysis and coagulation when using the bd vacutainer citrate 2.7 ml plastic tubes from lot 1253826 (item 363048).¿

Manufacturer narrative:
The initial MDR was a of MFR report #9617032-2022-00445 and it stands valid. The previous supplemental (pr#(B)(4)) has been created by mistake.

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tubes this event occurred 5 times. The following information was provided by the initial reporter. The customer stated: it was reported that the customer reported 5 incidents of samples showing hemolysis and coagulation when using the bd vacutainer citrate 2.7 ml plastic tubes from lot 1253826 (item 363048).¿.

Manufacturer narrative:
The initial MDR was a duplicate of MFR report #9617032-2022-00451 and is therefore over reported.

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tubes this event occurred 5 times. The following information was provided by the initial reporter. The customer stated: it was reported that the customer reported 5 incidents of samples showing hemolysis and coagulation when using the bd vacutainer citrate 2.7 ml plastic tubes from lot 1253826 (item 363048).¿

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate plus blood collection tubes this event occurred 5 times. The following information was provided by the initial reporter. The customer stated: it was reported that the customer reported 5 incidents of samples showing hemolysis and coagulation when using the bd vacutainer citrate 2.7 ml plastic tubes from lot 1253826 (item 363048).¿

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to hemolysis and clotting were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (hemolysis and clotting) because the defect was not evident in the testing of the complaint lot samples. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. The citrate tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hemolysis and clotting. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to hemolysis and clotting were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.